Manufacturer narrative:
Manufacture was notified through law firm of a patient injury after a laparotomy procedure. No additional information has been provided at the moment.

Event description:
Patient injury after laparotomy procedure.